Manufacturer narrative:
Correction: please note that sections have been updated at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient was ¿unable to charge¿ and that their battery was depleted. It was noted the patient had began experiencing these issues three weeks ago, as of 2017 (B)(6). The patient was scheduled for a battery replacement as a result of the event; the issue remained unresolved as of 2017 (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative. It was reported that the patient's device was having a problem. The problem wasn't specifically stated as the patient's device needed to be checked first. There was no patient complication reported.